Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a hole in the silicone tubing. Functional testing, including leak testing clear passage testing, and clamp function testing, was performed, showing a leak through the hole in the tubing. The reported issue was verified. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was found to be leaking. The source of the leak was not determined. The event occurred at the patient's home during use. The patient had been using the transfer set for three months. There was no patient injury or medical intervention associated with this event. No additional information is available.